Manufacturer narrative:
The service actions are plausible to resolving the calcium erroneous results. Reagent issues can be excluded as the rerun was acceptable under same conditions with same reagent. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for ca2 calcium gen.2 (ca) on a cobas 6000 c (501) module - c501. It was asked, but it is not known if the erroneous result was reported outside of the laboratory. The sample initially resulted as 16.7 mg/dl and repeated as 8.8 mg/dl. No adverse events were alleged to have occurred with the patient. The ca reagent lot number and expiration date were asked for, but not provided. The field service engineer checked the analyzer. He cleaned the area around the reactions cells and the reaction cell cover. He cleaned the rinse unit and adjusted the amount of wash water. Control was measured and it was confirmed that there were no abnormalities.